Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. On the same day as the event onset, the patient was hospitalized and treated with vancomycin injection (1gm, discontinued) and amikacin injection (250mg, discontinued). One day after the event onset, the patient was treated with meropenem injection (1gm, discontinued) for peritonitis. Five days after the event onset, pd catheter was removed due to peritonitis and the patient was transferred to hemodialysis thrice a week. Seven days after hospital admission, the patient was discharged. On an unknown date, the patient was recovered from the peritonitis event and is stable. No additional information was available.